Event description:
The facility had sent an infusion pump in for service where a baxter service tech had discovered a failure code 813:01. The rep had stated that no pt injury or medical intervention had been involved with this pump. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no add'l info was available.